Event description:
It was reported that the insulin pump alarmed off no power. Customer's blood glucose reading was 139 mg/dl. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that this is the second occurrence of off no power without a low battery warning. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit was received with no button response due to corroded keypad traces. No blank display noted or unexpected restart noted during testing. Unable to verify for operating currents including low battery or off no power alarm due to no button response. Pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corner, cracked reservoir tube lip, cracked battery tube treads, missing end cap sticker and stripped battery cap coin slot.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No blank display or unexpected restart was noted during testing. The operating currents could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a stripped battery cap coin slot.